Event description:
Received information stating that the customer needs to hold the usb cord into place in order to upload pump data or change the pump. The customer tried using multiple cables but had the same issue. In addition, the usb port on the pump appears to be bent. The customer received a power source alert. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.